Manufacturer narrative:
The company representative examined the system, cleaned the contacts on the front panel, reseated the cables, and performed preventive maintenance. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).

Event description:
A customer reported that the system displayed continuous alarm and the fluid/gas exchange locked during a vitrectomy procedure. The surgeon performed the fluid/gas exchange manually in order to complete the case. No known impact or consequence to the patient. Additional information has been requested.